Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) to review the cardiac resynchronization therapy defibrillator (crt-d) behavior. The hcp observed unusual pacing behavior during pacemaker mediated tachycardia (pmt) episodes. Also noted that the jumpy impedance fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Ts recommended to increase the safety margin recommended reprogramming the device to auto capture mode. This adjustment was intended to ensure more reliable pacing in the presence of fluctuating thresholds. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) to review the cardiac resynchronization therapy defibrillator (crt-d) behavior. The hcp observed unusual pacing behavior during pacemaker mediated tachycardia (pmt) episodes. Also noted that the jumpy impedance fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Ts recommended to increase the safety margin recommended reprogramming the device to auto capture mode. This adjustment was intended to ensure more reliable pacing in the presence of fluctuating thresholds. This device remains in service. No adverse patient effects were reported. Additional information was revied that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) to review the cardiac resynchronization therapy defibrillator (crt-d) behavior. The hcp observed unusual pacing behavior during pacemaker mediated tachycardia (pmt) episodes. Also noted that the jumpy impedance fluctuations were accompanied by corresponding increases in pacing thresholds, raising concerns about loss of capture (loc). Ts recommended to increase the safety margin recommended reprogramming the device to auto capture mode. This adjustment was intended to ensure more reliable pacing in the presence of fluctuating thresholds. This device remains in service. No adverse patient effects were reported.